Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. While on support, a cannula kink and high motor current during use of the device. Support was able to proceed without any harm or adverse impact to the patient. Patient was weaned without difficulty.

Manufacturer narrative:
The returned pump was visually inspected and biomaterial was observed in the purge gap. The returned introducer was inspected and a sheath kink was confirmed and biomaterial was observed within the sheath. The cause of the low pump flow was ingested biomaterial. The sheath was likely not flushed properly and a clot was pulled into the pump from the introducer. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
Additional information provided in h6 and h10. The investigation into the reported issue has been completed. Device history record review confirmed that the pump passed all post-sterile inspection checks. Due to the limited clinical information, the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.